Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited r-wave undersensing. Programming changes were made. There were no adverse health consequences to the patient.